Event description:
Outflow graft bleeding from ventricular assist device with pump thrombosis; cardiac tamponade. Device subsequently explanted on 10/5/96. Report previously submitted with respect to explant.